Event description:
This report is based on information provided by remote service engineer rse and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the central shaft of the power supply connector is broken. No health consequences or impact has been indicated at this time.